Event description:
Loss/shift of gamma event detection between detector 1 and detector 2 on portable cardiac camera caused unacceptable pt examinations - as reported by interpreting physician - and required repeat studies - including repeat injections of radioactive isotopes - for 3 patients in california. Note - this is a common failure for this system and additional reports will be filed after obtaining additional details and dates. Diagnosis or reason for use: non-invasive cardiology examinations.